Event description:
Rn noted on first assessment of pt. That the location of the oxygen sat probe site on the pt's big left toe had skin breakdown. This was d/t a failure to rotate the probe site. As this was occurring, the mother pointed out that the opposite big toe had also been burned and was scabbing over.